Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 775 mg/dl. Cause of bg level was not known. Customer went to the emergency room, was subsequently admitted to the hospital, and was discharged 5 days later. Tandem technical support reviewed pump logs and confirmed that pump was functioning as intended. Customer declined troubleshooting with tandem technical support and declined to provide further information.